Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced sweaty, a loss of consciousness and does not recall any other thing. The customer was unable to self-treat and had contact with a healthcare professional (hcp) who assisted the customer. A capillary blood glucose test was performed by the healthcare professional on a hcp meter and treated with intravenous injection (unspecified medication). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced sweaty, a loss of consciousness and does not recall any other thing. The customer was unable to self-treat and had contact with a healthcare professional (hcp) who assisted the customer. A capillary blood glucose test was performed by the healthcare professional on a hcp meter and treated with intravenous injection (unspecified medication). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned cap and applicator, no issues were observed. Sensor cap was retained inside applicator cap. The applicator had fired correctly. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. As a result, the sensor had recognized its removal and had terminated as designed showing the sensor was working as intended. Data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.